Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source endoscopic image is too dark to see; the images appear dark during use. The issue occurred during preparation for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction occurred due to a faulty lamp. However, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.